Event description:
It was reported that following an implant procedure the patient experienced a bowel obstruction. The patient was hospitalized and cleaned out and was doing well. The physician believed the incident was due to large dose of opioid meds. No further course at this time.